Manufacturer narrative:
The event unit was returned for evaluation. The unit passed all functional testing, engineering was unable to confirm the customer experience. The exact root cause remains unknown as the device passed all functional testing. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed unknown - "dr. (B)(6) was performing a thyroidectomy with the fine fusion device. Every 4th activation of the energy the generator would not give any sound for the fusion tone. The next few fires would be our normal tone. Volume was checked on the generator but continued to go silent on some activations. The hand piece worked fine and all seals were fine. We reset the generator and received same results." Patient status - "fine."